Manufacturer narrative:
The customer was unable to provide further information but indicated they were no longer having issues. The field service engineer was dispatched however no cause was found. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample with a cobas 6000 c501 module. The initial result was 123 mmol/l. This result was reported outside of the laboratory and questioned by the doctor. The repeated result was 134 mmol/l. This result was deemed correct. The electrode lot number and expiration date were requested but not provided.